Manufacturer narrative:
Approximate age of device 5 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital for evaluation for driveline site and pump-pocket infection. No further information regarding the infection was provided. During evaluation it was determined via a turn-down echocardiogram that the patient had myocardial recovery. The patient was taken for lvad explant secondary to recovery on (B)(6) 2018.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device could not be located and was likely disposed of by the user facility. Manufacturer's investigation conclusion: the device was not returned to the manufacturer for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing. No further information is available. The manufacturer is closing the file on this event.